Event description:
Customer states the head hilow cylinder is drifting down.

Manufacturer narrative:
Tech found hilow head cylinder apparently bad. Tech replaced hilow head cylinder. No visual evidence of drifting after repair. Tech placed bed back into service. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.